Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) procedure at l4-l5, the surgeon could not get the head applicator off the unassembled head of the screw. He was able to remove the screw with a t-25 driver. As the surgeon tried to disengage the head applicator, the screw came out of the pedicle laterally. This was confirmed by x-ray. The surgeon then had to remove the caps at l4 and l5 to remove the screw that came out of the pedicle. The t-25 screwdriver shaft stripped while removing the screw. Surgeon placed a new screw and 2 caps with another screwdriver and head applicator with no further problems. Procedure was extended by approximately 30 minutes. This is 3 of 3 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received and body shows marks on the instrument interface are not consistent with manufacturing. All features related to the area of the met the specifications. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, after initial inspection of the returned product, it was determined that with exception to the t25 driver, all devices operated as intended with no unanticipated functional defects. After further investigation, if improperly assembled and left partially unthreaded, the inner shaft assembly of the head pop-on tool will be unable to plunge the required depth to facilitate disengagement from the matrix poly-axial head. It is due to improper assembly of the head pop-on tool that subsequent disengagement from the implant was made difficult. It is known that the forces required to laterally rupture a pedicle can only be applied by the instrument in a manner inconsistent with the recommended surgical technique. With regards to the t25 driver, it is likely that an attempt was made to loosen a locking cap using a non-torque-limiting handle. This allowed an application of torque well over the recommended 10 nm, causing the t25 driver to deform at the tip. There were no defects on the implants which would have exacerbated their removal. The matrix technique guide illustrates the proper method of assembling & operating the matrix polyaxial head placement tool, as well as the proper method of tightening / loosening a matrix locking cap using a 10 nm torque limiting handle. In order to prevent disengagement from an implant, the pop-on tool must have been left partially assembled. In conjunction, the deformation seen on the t25 driver requires torques in excess of 15 nm to be applied. Since this is impossible to achieve with a matrix 10 nm torque limiting handle & the damage occurred during manipulation of a locking cap, a non-torque-limiting handle was likely utilized. Because these issues can be traced to deviations from the techniques described in available product support literature, the complaint is considered invalid.